Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
¿Plaintiff was implanted with the sparc, on or about (B)(6) 2010 with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse.¿ it was alleged by the plaintiff¿s attorney that, ¿after and as a result, plaintiff suffered serious bodily injuries, including but not limited to, continued incontinence, extreme pain, erosion of her internal body tissue, add¿l surgeries, continual bladder and urethra infections, mesh erosion, hardening, chronic pain, and dyspareunia.¿ it was also alleged that the plaintiff was caused and/or in the future will be caused to suffer significant mental and physical pain and suffering, severe personal injuries, severe emotional distress, add¿l surgeries and/or medical treatments, permanent and debilitating injuries and other damages.